Manufacturer narrative:
Patient case# reported as (B)(6). Date of pain is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient had a painful hardware removal of the wrist. It was unknown why the patient wanted the hardware out other than it was painful. There were eight (8) unknown screws, four (4) unknown locking screws, four (4) unknown cortex screws and a dia-meta volar distal radius plate that were removed intact. The procedure was completed successfully with was no surgical delay. Patient outcome is unknown. This report is for a lcp dia-meta volar distal radius pl 7h shaft/rt. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 02.110.007; lot number: h670482; part manufacture date: n/a; manufacturing location: n/a; part expiration date: n/a; nonconformance noted: n/a; DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for (B)(4). A review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for elmira. Corrected data: event description was updated/corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the plate was intact. The fracture had healed and no further surgeries were required.